Manufacturer narrative:
Additional data: d10. Note: the issue pertains to the screw, not the implant. An incomplete device was recieved from the kit. Based on the information provided by the customer, the results are as follows: DHR results: no DHR as no valid lot number was provided. Stock product reviewed results: no stock product review as no valid lot number was provided. Investigation methods/results: only the implant was returned (same size as lot 6085290) and no screw returned. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused tension on the implant and screw which could have led to the fracturing of implant and screw over time. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU-570 rev 7 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 7 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev7 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the inclusive screw fractured. The patient's bone type is iii, and their oral hygiene is excellent. The patient presented on (B)(6) 2022 for a primary procedure on tooth #10. The patient returned on (B)(6) 2023, and during the abutment placement, the provider noted that the screw had fractured. The device was removed and replaced on (B)(6) 2023. No permanent injuries were reported.

Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).